Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were found to be low out of range. When the patient was evaluated in clinic and pocket manipulations were performed, shock impedances ranged from 0 to over 100 ohms. The patient's implanted system was surgically revised. This ICD and the rv lead were surgically explanted and replaced. No additional adverse patient effects were reported.